Event description:
It was reported that there was particulate matter in the balloon of a small volume intermate. This was noted after filling with sodium chloride and tobramycin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14m015 was manufactured between november 11, 2014 and november 13, 2014. The device was received for evaluation. Visual inspection revealed white particulate matter, floating in the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be acrylic. The cause of the condition was unable to be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.